Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an open rash under te pads that look like a knife cut open. The patient stated they do have a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s was seen by a physician but nothing noted about treatment for the skin irritation. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.